Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 127857 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 127857 and device part number 195-430h / lot 126303. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 127857 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue for these specific tests; however, it could possibly be related to the specific patient samples. The available evidence suggests that this device lot is performing within the statements made within package insert. Reference manufacturer reports: 1221359-2021-00156, 1221359-2021-00160, 1221359-2021-00494 through, 1221359-2021-00515, 1221359-2021-01029 through, 1221359-2021-01171.

Event description:
This MDR is being reported based on a retrospective review of false positive cases. The customer provided a cumulative report of false positive results and therefore these events will be reported in a sum of 167 mdrs ( 2 events were for the same patient, same day and will be reported under 1 MDR). This is report one hundred-eleven of one hundred sixty -seven . The customer reported false positive results with the binax now covid-19 ag card assay for multiple patients. There were 168 patient false positives associated with a testing date range of (B)(6) 2020 to (B)(6)2020 and 2 different lots [lot 127857 and lot 127397].this MFR. Report addresses patient [(B)(6)] tested on (B)(6) 2020 with lot [127857]. The nasal swab kitted was used to swab both nostrils per the product insert instructions. Repeat testing was not performed. Confirmation testing on nasopharyngeal kitted swabs with rrt-pcr generated negative results. (CT values not provided). The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, harm/delay/impact was provided. Per binaxnow covid-19 ag card product insert intended use: positive results indicate the presence of viral antigens, but clinical correlation with patient history and other diagnostic information is necessary to determine infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease. Per binaxnow covid-19 ag card product insert intended use (limitations): false results may occur if specimens are tested past 1 hour of collection. Specimens should be tested as quickly as possible after specimen collection. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.